Event description:
Country of complaint: (B)(6). The cranial perforator gb304r did not stop spinning in operation; thus dura perforation was done due to this malfunction. Surgeon has been using our trepans many years. She held it in 90 degree angle and suddenly it went strangely through the skull and penetrated the dura. Below the skull was a vessel and part of the meningioma that were bleeding. No brain damage caused and she could control the situation.

Manufacturer narrative:
Evaluation: the function dimensions are according to the specifications. The trigger is working well. The cams show wear tracks. The edges are dull and show stronger nicks. Because of the dull edges, a much higher drilling pressure is necessary. Possibly, by the raised drilling pressure, the drills broke through the dura.